Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post operatively, the right atrial (ra) lead was confirmed to be dislodged on xray and exhibited undersensing. The ra lead was repositioned to the ra appendage and remains in use. No patient complications have been reported as a result of this event.